Event description:
Philips received a complaint on the heartstart mrx device indicating that the paddles are not functioning and shock is not being delivered. The device was evaluated by a philips rse and it was confirmed that the paddles were faulty. The customer was informed that parts and service are not available as the device has reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.